Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Customer requested log review to verify programming of device. Nicu baby with md order for lipid infusion at rate of 0.15ml/hr, vtbi 2.5ml (16 hr. Infusion). A total of 2.5ml infused in 5 hours. Customer believes the rate may have been set at 0.45ml/hr instead of the ordered rate of 0.15ml/hr. No pt harm or medical intervention reported. A f/u report will be filed after the log review is completed.